Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of bowden cables were defective was confirmed. Device evaluation found a whitish foreign material inside the aw tube and aw cylinder. The additional evaluation findings are as follows: due to damage on up and down knob, water tightness was lost, due to damage on right and left knob, water tightness was lost, suction cylinder had no color, grip was shaved, switch box had discoloration, due to shortcut of switch cable, control unit got warm, light guide rod was damaged, plug unit had corrosion due to water leakage, circuit board unit in suction connector had corrosion due to water leakage, label on suction connector was damaged, due to a pinhole on bending section cover, water tightness was lost, due to wear of angle wire, the play of up and down knob was out of the standard value, the cover of light guide bundle was damaged, light guide lens had a crack, connecting tube had a scratch, leak between up and down and right and left knobs, and a leak at the bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the evis exera iii gastrointestinal videoscope bowden cables were defective. There were no reports of patient harm. During evaluation of the returned device, it was found that the air and water (aw) cylinder and tube had foreign objects and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It was confirmed that the foreign material was adhered to the air/water channel and cylinder, but the specific material could not be identified. It is likely the material remained on the device because reprocessing could not be properly performed due to the discovered leak between the up/down/right/left angulation control knob and the bending section cover. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.